Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Based on the evaluation that had been carried out, the sample was evaluated and no pinch or blockage and no abnormalities were observed. No conditions were found on the sample that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"13)when deflating balloon, do not aspirate with a syringe by hands.[the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]"

Event description:
It was reported that it was difficult to deflate the balloon on the day of usage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon on the day of usage.